Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. The returned flexima biliary stent was analyzed, and a visual evaluation noted that the device looks in good condition overall and no issues were found. The stent was still loaded. The functional inspection was performed, and the stent deploy successfully. The reported event was not confirmed. Based on the provided and collected information, the device met all manufacturing requirements, and no abnormalities were reported during the manufacturing process. After product analysis of the returned device, it was determined that the device was free of obvious issues and during functional inspection it worked as intended, the unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, no problem detected will be the overall conclusion code for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary drainage, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary drainage, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).